Manufacturer narrative:
The patient had perfusion issues with the finger used for the first test. Product labeling states: "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. This may apply in the following circumstances: severe dehydration as a result of diabetic ketoacidosis or due to hyperglycemic hyperosmolar non-ketotic syndrome, hypotension, shock, decompensated heart failure nyha class IV, or peripheral arterial occlusive disease." The investigation did not identify a product problem.

Manufacturer narrative:
Qc passed on the meter on the day of the event. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.

Event description:
The initial reporter questioned glucose results on accu-chek inform ii meter serial number (B)(6). The result at 9:34 a.m. From a finger with improper blood flow was rrlo (result < 40 mg/dl). The result at 9:35 a.m. From a different finger with proper blood flow was 206 mg/dl. The patient is receiving dextrose, therefore, the result of 206 mg/dl was believed to be correct.